Event description:
It was reported that within a month of implant, the patient complained of a low heart rate, and the lead exhibited undefined impedance. Further investigation revealed that the device grommet had not been locked during the implant procedure, resulting in the undefined impedance levels and the decreased heart rate. The grommet was then locked, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.